Manufacturer narrative:
The reported device is not available for return for evaluation. The manufacturer, (B)(4), has been made aware of the issue. Investigation into the root cause is in process.

Event description:
The specimen bag split down the seam while trying to remove the specimen. This was the first time the bag had ripped. However, in addition to the rippling of the bag, within the last couple of weeks leaking ahs been experienced along the seam in other cases.